Manufacturer narrative:
Updated fields: a1, b3, b4, b5, d1, d4 (catalog #, unique identifier (UDI) #), e1 (initial reporter, event site email), g4, g7, h2, h10.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) blood pressure could not be returned to zero. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The iabp was tested on-site and the blood pressure reset functioned normally. It was determined the blood pressure source was set to the external mode, causing the blood pressure to not return to zero. The setting was changed to direct and the iabp functioned normally. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood pressure could not be returned to zero. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.